Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low out-of-range shock impedance measurements, undersensing, and inappropriate shocks. The patient is currently incubated with extracorporeal membrane oxygenation (ECMO) technical services (ts) discussed possible causes and recommended troubleshooting efforts. No additional adverse patient effects were reported outside of the inappropriate shocks the patient received. The device remains in service.

Manufacturer narrative:
Correction field h6: impact codes were updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low out-of-range shock impedance measurements, undersensing, and inappropriate shocks. The patient is currently incubated with extracorporeal membrane oxygenation (ECMO) technical services (ts) discussed possible causes and recommended troubleshooting efforts. No additional adverse patient effects were reported outside of the inappropriate shocks the patient received. The device remains in service. Additional information was received which reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was deactivated and remains implanted. A new transvenous device was implanted. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low out-of-range shock impedance measurements, undersensing, and inappropriate shocks. The patient is currently incubated with extracorporeal membrane oxygenation (ECMO) technical services (ts) discussed possible causes and recommended troubleshooting efforts. No additional adverse patient effects were reported outside of the inappropriate shocks the patient received. The device remains in service.